Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's interface board was replaced to address the issue. In addition, a svc required code was observed in the device's downloaded error log. The power management board was replaced to address the issue.

Event description:
The MFR rec'd info alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported.